Event description:
It was reported the patient became "symptomatic" with a heart rate of 25 beats per minute. The device was unable to be interrogated or give a magnet rate. The device was explanted and replaced. No further patient complications were reported as a result of this event. Additional information received reported there was no pacing output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.